Manufacturer narrative:
The reported event of r-wave amplitude variation was not confirmed. The distal portion of the lead was turned in one piece for analysis. Electrical testing and x-ray examination were normal with no anomalies found. Additional findings unrelated to the reported events indicated that visual examination of the lead detected a full breach insulation degradation at 10.9 cm from the distal tip. Two external insulation abrasions were noted breaching the optim sheath only at 37.5-37.6 and 38.8-39.2 cm from the distal tip, consistent with friction to the device can.

Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision. It was previously noted that rv lead exhibited r-wave amplitude variation. The rv lead was explanted and replaced. Patient condition was stable.